Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states surgeon did re-implantation post infected total knee, the implant are well fixed and working well except when he flex his knee, the extensor mechanism slides lateral out of the trochlear groove due to not having a patella. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.